Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2: additional procode ktt. Manufacturing location: elmira / monument, manufacturing date: 03-jan-2017, expiration date: 01-dec-2026, part number: 04.038.210s, tfna fenestrated screw 110mm -sterile, lot number: h240354 (sterile), lot quantity: 47. One piece was scrapped for surface finish discoloration. Work order traveler met all inspection acceptance criteria apart from the one piece noted. Elmira inspection sheet, inspect 1 / final inspection, met all inspection acceptance criteria. Packaging label logs lppf, were reviewed and determined to be conforming. Scn 13314 supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed. This complaint was created to document the actual removal of tfna nail. The original reported complaint condition of ¿extraction instrument will not unscrew from screw¿ does not indicate breakage of the screw. Therefore, review of the raw material would not be pertinent to the reported complaint condition. H6 patient code: code 3191 used to capture surgical intervention, medical device removal, and fracture nonunion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial nail inserted should have been a long tfna, not a short, because there was a distal fracture that was not originally picked up on the x-ray. The bone did not heal because of the small fracture below the implant, therefore the short nail needed to be revised to a long nail.

Manufacturer narrative:
This report is for an unk - nail head elem: tfna lag screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported an unknown date that screw extraction instrument will not unscrew from femoral head screw. Tfna was removed and the femoral head screw could not be removed from the screw extraction instrument. The 110 mm titanium screw still attached to the instrument. The patient consequences unknown. Concomitant device reported: unknown helical blade (part #: unknown, lot #: unknown, quantity #: 1), unknown locking screws (part #: unknown, lot #: unknown, quantity #: unknown). This is report 2 for 3 (B)(4). Related incident (B)(4).